Event description:
This spontaneous case was received on 23 may-2014 via a literature article and concerned a (B)(6) year old female pt. The pt was healthy without hypertension, diabetes, and other underlying diseases. Her med history was relevant for cosmetic facial filler injection immediately before fundus artery occlusion and nonarteritic retinal artery occlusion newly diagnosed by fundus fluorescein angiography. She showed no history of intraocular surgery or retinal artery occlusion before symptom development. Concomitant medications were not reported. On an unspecified date, the pt received hyaluronic acid cosmetic facial injection in the periocular area near the right eye. The batch number used was not reported. On an unspecified date, after the hyaluronic acid injection, the pt experienced central retinal artery occlusion. The pt complained of decreased vision immediately after the injection. The initial bcva and final bcva was finger countering/33 cm. Foveal cherry-red spot was detected in this pt. The outcome of the event was unk. The reporter did not provide a causality assessment. Authors comments: all of the injection sites in the face might cause artery occlusion. Therefore, the pts should be informed about the risk of irreversible blindness from fundus artery occlusion, and the injections should be performed carefully. Chen y, wang w, li j, yu y, li l, lu n. Fundus artery occlusion caused by cosmetic facial injections. Chin med j (engl). 2014; 127 (8): 1434-7. This case is also linked to other four cases: sym-2014-21541, sym-2014-21544, sym-2014-21543 and sym-2014-21545. Follow up letter (1) sent on 04/06/2014. Follow up letter (2) sent on 19/06/2014.

Manufacturer narrative:
23/05/2014: the event central retinal artery occlusion is assessed as serious and possibly related.